Manufacturer narrative:
(B)(4). CAPA: the events are expected. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14768. Pharmacovigilance comment: the serious event of granuloma and the non-serious events of implant site mass were considered expected and possibly related to the treatment. Potential contributory factors include the underlying rheumatoid arthritis and injection technique. The company upgrades the case to serious and reportable to regulatory authorities due to the surgical intervention. Additional comments: the company upgrades the case to serious and reportable to regulatory authorities due to the surgical intervention.

Event description:
(B)(4) is a spontaneous report sent on 14-aug-2017 by a other health professional which refers to a (B)(6) female patient. The patient's medical history included: rheumatoid arthritis. Concomitant treatments and allergies were not reported. The patient had previously received treatment with restylane about a year ago and had no adverse effects. On (B)(6) 2017, the patient received treatment with 1 ml of restylane defyne (lot 14768) to the marionette lines with an unknown needle type and unknown injection technique. One-hundred thirty-six (136) days later, on (B)(6) 2017, the patient experienced a lump(implant site mass) on each side of the mouth. The left lump was larger than the right. On (B)(6) 2017, the left larger lump was surgically removed and sent to pathology which came back as a granuloma (granuloma). The smaller right side lump did not bother the patient, so it was left alone and will be watched. Treatment for the adverse event included: vitrase [hyaluronidase]: 15 units on (B)(6) 2017 without improvements. Outcome at the time of the report: lump was not recovered/not resolved. Granuloma was recovered/resolved.